Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having stinging on the area of where the ins was located since the day before the call. The patient reported that they turned stimulation down to 0.0 and turned stimulation off. Syncing with the programmer showed stimulation was on at 0.0v on program 3. The patient increased to 0.5v on the call. The patient thought they turned the therapy off the day before the call, but their therapy was on. The patient was redirected to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that there was no special reason that led to the therapy being off when they thought it was on. The patient continued that they wanted to confirm the correct way before their back surgery. The patient reported they were able to turn the therapy off and the issue had been resolved. No further complications were reported.